Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that during use machine turned off and hasn¿t gone into battery backup power. No patient harm reported.

Manufacturer narrative:
The device log was analyzed for the reported date of event 11 december 2025. It was found that in the morning the device was switched on and was switched off 5 hours later. This happened again in the afternoon. No suspicious entries have been found indicating a device malfunction. The log records for the next day showed that the ac power plug was disconnected and that the device continued operation on battery supply as specified. When ac power was restored operation was continued on ac power again. An analysis of the entire logbook did not reveal any indication of an unreliable battery. Finally, the reported symptom that the device turned off and hasn't gone into battery backup power could not be confirmed. Based on the available information and analysis results, the case is subsequently assessed as not reportable.

Event description:
It was reported that during use machine turned off and hasn¿t gone into battery backup power. No patient harm reported.